Event description:
It was reported that there was a malfunction on the pump with a displayed malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if any issues arise.